Event description:
It was reported that the small pointer was bumped which caused it to fall off the surgical stand, breaking off the tip during a transnasal pituitary tumor removal procedure. No pieces fell into the surgical site. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event that the tip was broken off was confirmed through visual inspection. During the device evaluation, it was unable to be determined what caused the broken tip. The pointer was repaired and put back into stryker stock.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the small pointer was bumped which caused it to fall off the surgical stand, breaking off the tip during a transnasal pituitary tumor removal procedure. No pieces fell into the surgical site. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.